Event description:
[2009-12-01: this serious case was received from an orthopedist via the product sales manager in (B)(4). The pt is an approximately (B)(6) male who received two arthrease (1% sodium hyaluronate) injections (knee unspecified) (indication unspecified), product lot rd0028b, and was hospitalized with knee infection. The physician reported this serious ae during a routine visit by the sales manager to his office. The physician reported that the pt received the second injection approximately three weeks ago (date unspecified). The physician reported that about two days after the second injection the pt was hospitalized. The physician reported by telephone to the sales manager that the pt was diagnosed with deep vein thrombosis (dvt) after hospitalization. The reporting physician is not in contact with the pt. The pt is now under the care of the supervising physician at the hospital. Concomitant medications: unk. Medical history included: unk. At the time of this report the outcome of the events is ongoing. The pt is still hospitalized. Further info was requested.]

Manufacturer narrative:
[2009-12-03 follow-up info from medical expert (B)(6)]: the pt (sa) is known to the orthopedic surgeon who follows and treats him for years. The pt suffers from osteoarthritis of the knees secondary to injuries inflicted at the 1948 war. The pt has successfully received more than one course of arthrease in the past, done by the doctor. The present event occurred dry and no joint fluid was aspirated or sent to culture. The doctor uses to enter the joint with lignocain-marcain for local anesthesia as well as to ascertain that joint cavity has been reached. He sometimes adds also diprospan to arthrease on the first injection session, as he did in this case. The 1st injection went ok. About 2 weeks later, the 2nd injection was done. The doctor recalls that the penetration of the joint was not smooth, as if the needle has touched bony tissue or fragments. The day after the pt called his doctor reporting fever and shivers. The knee was warm. The pt was referred to (B)(6) hospital. As far as the doctor recalls the pt does not have a background of diabetes or immunosuppression. He might have some heart condition. We also talked about the procedure's technique: skin cleaning gloves, etc. The doctor uses alcohol based skin preparation. Usually he does not use sterile gloves. Separation and re-connection of the syringes to the needle placed on the joint is done by hand. He has personal experience with hundreds of such procedures. I then talked with a senior orthopedic surgeon at the (B)(6) medical center, (B)(6). The pt is hospitalized in his department. He recalls admitting the pt approx. 3 weeks ago a day after the injection. The knee looked inflamed and a joint aspiration yielded purulent fluid with about 100,000 wbc/ul. Hemophilus was cultivated from the joint as well as in parallel from. (B)(4)